Event description:
It was reported the patient would feel a shock on her right side when she 'moved a certain way.' It was reported there was pressure in the chest that goes down the right side to the implantable neurostimulator (ins). The patient was lying down on (B)(6) 2012 and reached for something when she felt a shock. In an appointment on (B)(6) 2012, the patient could feel pressure and pain on the right side. The patient's health care professional thought the patient 'cracked a rib.' It was also reported there was trouble 'connecting' with the ins recharger. The patient kept seeing a 'reposition antennae' screen and then the thermometer screen 'came up.' It was noted the patient felt like the ins was on when it was turned off for recharging. The patient had an appointment scheduled with a doctor at a pain clinic on (B)(6) 2012. It was reported on (B)(6) 2012 that the patient's health care professional had not seen the patient since (B)(6) 2011.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).